Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change and meal announcement with immediate eating, with blood glucose around 250 mg/dl and remaining elevated near 240 mg/dl despite no visible leakage; the user noted the site felt off during application, was using a 6 mm steel cannula, and subsequently switched to a 23" teflon inset with education and resumed insulin delivery, after which glucose returned to range. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization or injury. Investigation included troubleshooting guidance, review of infusion set application and tubing fill, and a subsequent infusion set change. Investigation of this case revealed no pump alarms other than a logged alert and no confirmed device malfunction, with findings consistent with infusion site or set-related delivery inefficiency and meal timing contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.